Event description:
On (B)(6) 2012, a vns treating physician reported that the vns patient did not want the vns stimulation disabled as he was worried about worsening of seizures which happened at the end of (B)(6), when the vns battery was probably depleted (no contact). Attempts for more information from the physician are pending.

Event description:
On (B)(6) 2012, additional information was received that the patient was implanted in 1999 and the vns was not checked for a long time (between 2004 and (B)(6) 2006). Then no contact could be made when trying to interrogate the device. The surgeon then treating the patient concluded that the battery was depleted and replaced it. The vns was programmed back on in (B)(6) 2007. It was noted that the patient's settings in (B)(6) 2001 were output=1.5ma/frequency=20hz/on time=60sec/off time=3min and the physician stated that she thinks rapid cycling settings were tried at some point. The physician stated that she has provided all the information that she has and she was not involved back in 2006 and therefore has no further information from 2006.

Manufacturer narrative:
Date received by manufacturer (mo/day/yr), corrected data: inadvertently listed the incorrect aware date on supplemental report #1. The correct date should be (B)(6) 2012.